Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that they were unsure if the patient was the one who de-programmed the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the spinal cord stimulator (scs) turning itself on despite being turned off continued times and the device having the wrong date and time was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient¿s scs would turn on by itself despite turning it off continued times. It was noted that the event was related to the device or therapy and not related to the implant procedure. Diagnostics performed included interrogating the device and it was found that the device had the wrong date and time. Interventions performed included reprogramming the device, resetting the date and time, and turning off adaptive stim. It was noted that the outcome of the event was resolved without sequelae as of (B)(6) 2018. No patient symptoms were reported. No further complications were reported/anticipated.